Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use for approximately one day, the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.